Event description:
Customer called customer service to report a connection issue with his freestyle navigator continuous monitoring system. While troubleshooting customer noted the presence of a fracture and/or moisture in the system's transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack and/or fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. (B)(4).

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door latch area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
A patient experienced a shocking/jolting sensation with their stimulation turned either on or off. The patient indicated that when she was around someone using a cell phone, she would feel like her body was being shocked, and she would also get headaches. The issue began in 2003, and the patient had turned her device off. In addition, pain from the implant was noted as being more severe in the neck and shoulder area. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.